Event description:
Patient undergoing laparoscopic cholecystectomy when spy technology was unable to be accessed on laparoscopic equipment. Representative notified. Procedure completed without immediate complication. No reported harm.